Event description:
The pt contacted animas alleging that the pump was sporadically unresponsive to up arrow button presses. The pt also claimed that the buttons were not clicking or springing back as usual. She denied that the device is exposed to water.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to button presses. The keypad was removed and corrosion was observed under the button contacts. The keypad was torn below the ok button. The keypad was also lifting between the up arrow button and the contrast button.